Manufacturer narrative:
Corrected information: date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding the patient who was implanted with an implantable neurostimulator. It was reported that the implantable neurostimulator was explanted for malfunction as it was no longer operative. The patient¿s medical history includes back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the original source documents determined that (neuropath) was also noted. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found that the stimulator was functionally okay and there were insignificant anomalies. The ins passed functional testing and passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referencing to the #0 and #8 electrodes} electrode. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.